Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an (B)(6) cassette leaked due to a slit in the patient line. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event; further described as the patient ¿woke up in the morning and found that solution had leaked out onto the floor¿. As a result, the patient was given prophylactic antibiotics. There was no patient injury associated with this event. No additional information is available.